Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-05439 and 2134265-2016-05440. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the test with the imaging catheter, it was noticed that the motor drive unit (mdu) 5 plus failed to perform automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the mdu-5 plus was received with corroded pins on the catheter socket. The corrosion of the mdu5 plus¿s pins may occur if saline leaks into the connector contact area and if the pins¿ platings are scratched. The unit does not meet specifications for mdu-5 plus qc functional test due to pullback start/stop failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-05439 and 2134265-2016-05440. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the test with the imaging catheter, it was noticed that the motor drive unit (mdu) 5 plus failed to perform automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.